Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (model pcb00v) the trailing haptic was not folded and it was entangled with the plunger of the delivery system. Reportedly, there was a crack in the haptic; therefore, the surgeon stopped the implantation and the procedure was completed successfully using a non johnson & johnson lens. There was no patient injury. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was discarded. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.